Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: shadow in the image was caused due to cracked objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the rigid video laparoscope with no reported complaint. During the evaluation of the device, shadow in image was observed. The service repair technician indicated that the most likely cause of the image shadow was due to cracked objective lens. There was no patient involvement.